Manufacturer narrative:
Reporting institution phone: (B)(6).

Event description:
It was reported that the ventilator had a check vent: primary alarm failed alarm error code during pre-use operational checking. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer confirmed the primary alarm failed (diagnostic code: 1102). Since there was no abnormality in the speaker, the central processing unit (cpu) board (software version 2.30) was determined to be faulty. It was determined that the cpu board needs to be replaced to resolve the reported issue. As we are waiting for an order from the customer and the part is subject to delivery hold, the scheduled repair completion date has not been fixed. Based on information provided and/or service performed, the alleged malfunction was confirmed.